Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(4), information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 50mg/ml at a dose of 25.879 mg per day and bupivacaine 1.0 mg/ml at a dose of 0.5176 mg per day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. On an unspecified event date, the patient developed an infection. As a result, their device system was explanted. The cause of the infection was not known. Intravenous (IV) antibiotics were administered as well. It was not known if the issue, the infection, was resolved at the time of report. The patient's status at the time of this report was listed as "alive-no injury". The device system was not replaced at the time of explant but would be, the plan was to re-implant in a "month or so" after the infection cleared up. It was noted the explanted system would not be returned to the manufacturer. No further information was provided including patient medical history, concomitant medications or if the infection resolved. If additional information is received, a follow-up report will be submitted.